Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the pa tested the hemopro with the wet sterile gauze, as he was wiping the jaws off, the wiring fell off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had some signs of clinical usage and the heater was lifted up somewhat. There was some evidence of blood. Based upon the received condition of the device, the reported complaint was confirmed. Internal file number - (B)(4).